Event description:
The customer reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to follow various troubleshooting steps. Despite these efforts, the pump screen remained off, and the battery issue persisted. Technical support planned to continue troubleshooting and instructed the customer to keep the wall adapter plugged in for at least 30 minutes to see if the pump would begin charging. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.